Event description:
It was reported that the chamber of a continu-flo solution set was detached from the extension. This was identified during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter last name: (B)(6). Initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: device manufactured on march 2022 h10: the device was received for evaluation. A visual inspection was done which observed a disconnection between the tube and the chamber. By the nature of the sample, no additional tests were performed. The reported condition was verified. The cause of the condition was due to a manufacturing issue during the manual assembly process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.